Event description:
It was reported that patient's atrial lead exhibited noise oversensing and inappropriate mode switch. Insulation damage was also noted on the lead. The lead was capped on (B)(6) 2023. The patient was stable.